Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her threshold suspend was set fine but it shuts off when it is not needed and causing her blood glucose to be high. The sensor glucose versus blood glucose reading had a wide variance. Customer stated when there's a large difference she removes the sensor and start over, sometimes it works fine but other times she gets calibration error and change sensor. Customer's blood glucose was unknown. The customer was advised the possible causes of the issues. No further information provided.